Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly and keypad anomaly. The device was not making any sound when alarming and all of the buttons were unresponsive. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Insulin alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) on u1 keypad assembly.